Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) found a pin-hole in the tubing for reagent pipettor # 1. The tubing was subsequently replaced by the fse. The fse performed verification and performance testing as well as assay qc assessments. Results passed within instrument specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A pin-hole in the reagent pipettor tubing was the cause of this event.

Event description:
The customer reported that lower than expected carcinoembryonic antigen (cea), br monitor or ov monitor results were generated on a unicel dxl800 access immunoassay system for five patients. Actual patient repeat results were not provided by the customer. However the customer indicated that upon repeat testing of the original samples, results either outside of the assay's stated precision claim or within a different diagnostic category were generated for all five patients. The involved results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Quality control (qc) for all three assays had been performing within the laboratory's established ranges. However, it was noted that after the event qc did result lower. Specific patient information, sample collection/handling information, as well as additional system performance information was not provided by the customer.